Event description:
The reporter stated that the unit was set to infuse 25 ml of fentanyl at a rate of 0.7 ml/hr. The infusion was started at 2:00 am and found to be nearly complete at 12:00 pm with one or two mls left in the syringe. The pt was found to be shaky and sleepy and required narcane to control.

Manufacturer narrative:
Medex recognizes that this report of add'l info is not being submitted within the required timeframe as outlined in the regulation. This info was overlooked for filing in error. Medex continues to be committed to regulatory compliance and will take steps to ensure that this does not recur. The unit operated correctly and delivered within spec during testing. Pump history is not available for review as this unit's software version does not support history. Medex was unable to confirm this issue or determine a possible cause. The unit was returned to the customer. No add'l action is necessary at this time. Medex considers this MDR closed with this report.